Event description:
It was reported during a vats wedge resection, the surgeon fired twice on the patient's left upper lobe. On the third firing, the surgeon said the firing "did not feel right" when he released the compression trigger. The device had cut but no staples had been deployed. There were no staples loose in the patient's body or stuck to tissue. The cartridge did not slide out of the gun during the firing. The surgeon converted to a thoracotomy. The patient lost 0.5 liters of blood. Requested additional information on 8/12/2009 and received the following response on 8/13/2009.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.